Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (con302685) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports and the pump connector. The observed contamination within the pump connector is an additional finding not related to the reported event. Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, a review of the data file revealed momentary disconnections between the controller and batteries within the analyzed period. The momentary disconnections may explain the reported "power disconnect." The controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. As a result the reported "power disconnect" event was confirmed. The reported "the controller did not recognize the battery on a power port" event could not be confirmed. There is no evidence of lubrication servicing on the associated batteries. The most likely root cause of the observed contamination within the controller ports can be attributed to handling of the device. The most likely root cause of the reported "power disconnect" event can be attributed to momentary disconnections due to contamination within the power ports and/or momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections. Even though this CAPA is closed, con302685 falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. D4. Expiration date: 2018-03-31, serial #: (B)(6), h4. Device manufacturing date: 2017-03-31, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the controller serial number and the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a power disconnect alarm. It was also noted that the controller did not recognize the battery on a power port, even after disconnecting and reconnecting the same battery or using another battery. Approximately after twenty minutes the alarm resolved itself. The controller will be replaced. No patient complications have been reported as a result of this event.